Event description:
A cartridge alarm was reported by the caller, occurring during the load process. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue with technical support assistance in loading a new cartridge, the alarm persisted. Technical support decided to replace the pump, providing instructions for putting the old pump into storage mode and returning it to tandem using a pre-paid label. The customer was advised that the replacement pump would come with updated software and understood the steps needed upon its arrival. The customer will use mdi as a backup therapy to ensure uninterrupted insulin delivery.